Event description:
It was reported that during the implant procedure of this right atrial (ra) lead, the physician physically removed a small transparent piece of material from the lead that was alleged to be insulation. However, because the impedance of this ra lead was stable and within range, the physician elected to continue with the procedure and implanted this ra lead. At this time, the removed material is expected for analysis, but has not yet been received. The ra lead remains implanted and in-service and no adverse patient consequences were reported.